Event description:
Patient called to report that he had part of an IV catheter retained in his hand after he was discharged in the late summer of 2010. The patient presented to the surgeon's office where he had the piece removed.